Event description:
It was reported that the customer experienced a low blood glucose (bg) and required assistance from emergency medical services. Reportedly, the customer has hypoglycemia unawareness and has an ha1c of 9.1%. The contact did not believe that the customer was using the tandem pump at the time of the event because the customer had lost the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) and required assistance from emergency medical services. Reportedly, the customer has hypoglycemia unawareness and has an ha1c of 9.1%. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.